Event description:
Customer reported a separation occurred of the male luer lock adaptor and the tubing of this set. The separation occurred during pt treatment. No pt injury has been reported at this time. Unused samples are available for evaluation.

Manufacturer narrative:
The actual device used has been discarded due to chemo contamination. Unused sets have been received for evaluation. An evaluation was performed on one unused sample of this product. Visual inspection of the sample revealed the presence of solvent however the insertion depth of the tubing was found to be out of sepcification. The o.d. And i.d. Were measured and were found to be within specification. A pull test ws conducted and the results were found to be higher than the specification requirement. A batch review was also performed and there were no exceptions found during the mfg process. CAPA mdq-CAPA-194 has been opened on 01/19/06 to investigate this issue.